Manufacturer narrative:
Hill-rom findings: visual inspection of enclosure exterior revealed a significant gap between the front and rear housing, and the accumulation of a significant amount of dirt in the seam. Only three of four fasteners securing the front housing to the rear were in place, and two of the three threaded inserts had separated from the housing. Damage to the integrity of the front housing in the vicinity of the threaded insert location is not recent indicated that the separation noted has been present for a considerable amount of time and the accumulation of dust and dirt has also been ongoing. Separating the front case from the rear case revealed a considerable amount of dust, dirt, and severe degradation of sound foam below the bulkhead. The area above the bulkhead where the clamp lock bar, instruction card, pcb and operating controls are located cotained an equal amount of dust and dirt, and the area shows evidence of significant liquid ingress. The failure is due to the buildup of dust and dirt, coupled with liquid ingress in the area above the enclosure bulkhead.

Event description:
The acucair unit began alarming and the mattress deflated. The nurse reset the unit by unplugging it. Upon plugging the unit back in, the nurse noticed sparks and smoke coming from the unit.